Event description:
I had surgery on (B)(6) 2018 and by (B)(6) 2018 I was having an allergic reaction to dermabond. I have had to see a dermatologist to try and get this contact dermatitis under control and continue to have problems. I had let everyone know I was allergic to adhesive and dermabond was still used. I am told by my physician that dermabond is a glue and not an adhesive. Nobody at the hospital seems alarmed by this allergic reaction. Is this an insignificant reaction - I am sure a horrible disfigurement or death would get noticed, but as this is only a severe contact dermatitis. I think if this is an adhesive then everyone who uses it needs to know it is an adhesive and potential severe allergic reaction.